Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. During valve deployment with the commander delivery system, the balloon ruptured. The physician stated that as they were nearing nominal deployment with the endeflator, they suddenly felt no resistance where they usually have to readjust for the "normal" resistance felt delivering the last few cc's of contrast to the balloon. When the physician pulled back, blood was aspirated into the endeflator. The delivery system was removed through the esheath with no vascular complications. The physician inspected the balloon to try to verify that no pieces of balloon were missing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a2, b4, b6, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for balloon burst was confirmed by visual inspection of the returned device and also through revision of the procedural video provided. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. Visual inspection revealed the following, j-shaped tear observed on the balloon, balloon bunched at the proximal area, and edges appeared to match up at the rupture region (no apparent missing material). Dimensional testing revealed the following, the inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "there was a moderate amount of calcium on the leaflets (-).the stj had some calcium also. There was a heavy ridge of calcium just below the lvot." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. As such, an engineering evaluation is not required per procedure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.